Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Inappropriate mode switching was observed. Noise was seen on both the leads. It was suspected that electromagnetic interference ¿ emi caused artifacts on the leads; the leads had been programmed to sense unipolar tip on both the right atrial and right ventricular leads. The device was programmed to bipolar sensing. There were no patient consequences.